Event description:
It was reported that 2 relion insulin syringes 1/2ml 31 gauge, 6mm (15/64") experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 1 syringe the tip of syringe broke/snapped off when removed needle shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 relion insulin syringes 1/2ml 31 gauge, 6mm (15/64") experienced hub separation from the device. The following information was provided by the intiail reporter: consumer reported found 1 syringe the tip of syringe broke/snapped off when removed needle shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 . H6: investigation summary customer returned (4) 1/2cc, 6mm, 31g relion syringes in open poly bags from lot # 1088077. Customer states that the tip of syringe broke/snapped off when removed needle shield. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force: syringe 1, 2.29 lbs. Syringe 2, 1.78 lbs. Syringe 3, 3.75 lbs. Syringe 4, 3.11 lbs. All removal forces fall within specification. No hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 1088077. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.